Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 12-years-old male child patient's infusion set fell off during use on (B)(6) 2024 . The issue occurred with one infusion set used for less than three hours. The blood glucose level of the patient was high which was treated by switched out of cannula. No further information available.